Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient¿s right ventricular (rv) and right atrial (ra) leads kept on detaching. The rv and ra leads were repositioned and remain in use. No patient complications have been reported as a result of this event.